Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a paramedic suffered a needle stick from a dirty needle. The safety cap failed on the device. Per additional information received, the employee has resumed working and is being followed by occupational health for bloodborne exposure.

Manufacturer narrative:
A review of the device history records (DHR) yielded no discrepancies within the manufacture of the affected lot number reported. All quality assurance testing performed during manufacturing was acceptable. The physical sample was not returned; however, a photograph was provided for reference. Based solely on a visual inspection of the photograph, the reported condition could not be confirmed. Based on this analysis, the root cause could not be determined. Prior to a lot¿s release, the lot must be deemed acceptable, passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for shield defects. The lot met all defined acceptance requirements and was released. There were no anomalies found during a review of the DHR¿s, maintenance records or process monitoring data. There was no evidence of any systemic failure of the manufacturing process. Based on the investigation and root cause analysis, the initiation of a new corrective/preventative action (CAPA) is not required. The complaint shall be reopened if a sample is received. This complaint will be utilized for trending purposes to determine the need for corrective actions.